Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular treatment. It was reported that approximately one year and eleven months post index procedure a CT revealed that the right endurant stent graft limb had migrated out of the right common iliac artery. The right common iliac artery had severe thrombus and had dilated to 31 mm in diameter. No endoleak was observed on the CT. Two years and two months post index procedure the physician elected to implant an additional stent graft in order to treat migration of the endurant ii stent graft. The physician elected to seal the thrombus rather than to embolize the right internal iliac artery and extend to the right external iliac artery. Per the physician the cause of the event was due to disease progression with vessel morphology changes. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.